Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (adjust belt and check te messages) has been confirmed. Upon investigation intermittently failed therapy electrode recognition test. The cause for the failure was isolated to an intermittent open black pulse wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt and check therapy electrode messages.